Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the filter was slightly leaking could not be verified due to the product not being returned for failure investigation. The lot number is unknown, however a DHR was run with the potential lot 20119613: a device history record review for model 20027e lot number 20119613 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free leaked normal saline from the filter during use. The following information was provided by the initial reporter: "this nurse noticed some wet marks on the bed near the IV tubing. Checked the filter because that has leaked in the past and saw that the filter was slightly leaking. Looks like it is coming from the small circle within the square filter. Ns (normal saline) was running at time of leak. It was also the line used for medications and dsns at times. Full line was taken down and new ns line with filter replaced. This is the bd smartsite extension set 0.2 micron low protein binding filter for alaris. This has been seen to happen many times before. Ref (B)(4)."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the filter was slightly leaking could not be verified due to the product not being returned for failure investigation. The lot number is unknown, however a DHR was run with the potential lot 20119613: a device history record review for model20027e lot number 20119613 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free leaked normal saline from the filter during use. The following information was provided by the initial reporter: "this nurse noticed some wet marks on the bed near the IV tubing. Checked the filter because that has leaked in the past and saw that the filter was slightly leaking. Looks like it is coming from the small circle within the square filter. Ns (normal saline) was running at time of leak. It was also the line used for medications and dsns at times. Full line was taken down and new ns line with filter replaced. This is the bd smartsite extension set 0.2 micron low protein binding filter for alaris. This has been seen to happen many times before. Ref (B)(4)."